Event description:
Ventilator in use alarmed "device alert-system error." Unable to return to status of breath delivery. Pt bagged until vent could be changed. Sent to biomed dept: vendor service requested. Breath delivery (bd) failure reported. Vendor tech reported bdu cpu failure; warranty repair required.